Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) in the last few weeks. Log file analysis completed by the manufacturer¿s technical services representative revealed elevated pump powers. Patient was started on asa 81mg, as the patient was off due to issue with gynecological bleeding in the past. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.